Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture was not available at the time of filing. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, the unexpected reset was detected. There was no reported patient involvement.

Manufacturer narrative:
Date of manufacture has been added. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ventilator control board was replaced to resolve the issue.